Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a "scan again in 10" message displaying for more than 2 hours, preventing customer from obtaining readings. Due to delivery delay, customer was unable to test and experienced a loss of consciousness. Customer regained consciousness and self-treated (unspecified) and no third-party treatment was required. There was no report of death or permanent injury associated with this event.